Event description:
The iab leaked back into the pump. When the iab was removed from the pt, it caused internal bleeding in the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: internal bleeding in the pt- reported 3/6/98.) (Pt's current status: expired- reported 3/6/98.)